Event description:
It was reported that some time after implantation of a vena cava filter perforation of the ivc was discovered. Allegedly, surgical intervention was performed. The filter remains in the pt. The current status of the pt is unk.

Manufacturer narrative:
A lot number was not provided, therefore, the device history records could not be reviewed. The investigation is currently underway.